Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced swelling and infection at the scs ipg site. As a result surgical intervention may be undertaken at a later date.

Manufacturer narrative:
Ipg was explanted was missing in the initial report. The additional report consists of the missing information. Patient was treated with IV antibiotics. Evaluation codes: added to the additional report.

Event description:
It was reported that the ipg was explanted. Cultures obtained were positive for infection. Patient was treated with IV antibiotics.

Event description:
Additional information received that issue was resolved through system explant.